Event description:
The customer reported that the blade is broken. The incident does not involve an injury to a pt or user.

Manufacturer narrative:
Immediate visible damage: camera broken at stem, wires exposed. Failure confirmed. Safety alert notice (B)(4) issued to all customers on 05/10/2013 to provide additional safety information to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage.